Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the ipg site. The patient went to the emergency room (ER) on (B)(6) 2017 after she noticed the ipg site was red, inflamed and tender to the touch. The ER gave the patient IV antibiotics and then sent the patient home after a few hours. On (B)(6) 2017, the patient was then admitted to the hospital due to the results of blood work taken. The patient was hospitalized and giving IV antibiotics until discharged on (B)(6) 2017. As of (B)(6) 2017, ipg site was reportedly still red and inflamed. Additional information has been requested.

Event description:
Follow up information identified the patient¿s infection has resolved.